Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between use of the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was reported as the patient not wearing a mask or performing hand washing prior to treatment connection. The culture result of a gram-positive organism supports this finding as infections with these organisms are mainly caused by contact contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was diagnosed with peritonitis on (B)(6) 2025. The patient was subsequently hospitalized. No symptoms were provided. Pd cultures were obtained. The patient¿s white cell count was 46,000. The cultures were positive for two gram-negative organisms (culture results not available). The patient was administered intraperitoneal (ip) vancomycin and ip ceftazidime or ip fortaz per clinic protocol. The patient¿s discharge date was not known. The cause of the peritonitis event was the patient not wearing a mask or performing hand washing prior to treatment connection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was diagnosed with peritonitis on (B)(6) 2025. The patient was subsequently hospitalized. No symptoms were provided. Pd cultures were obtained. The patient¿s white cell count was 46,000. The cultures were positive for two gram-negative organisms (culture results not available). The patient was administered intraperitoneal (ip) vancomycin and ip ceftazidime or ip fortaz per clinic protocol. The patient¿s discharge date was not known. The cause of the peritonitis event was the patient not wearing a mask or performing hand washing prior to treatment connection.